Manufacturer narrative:
H.6. Investigation summary: a needle cover, catheter, and adapter were returned. A bd quality engineer inspected the returned sample and confirmed there was a hole in the catheter. The damage observed may have occurred during product handling. A device history record review showed no non-conformances associated with this issue during the production of this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. Investigation was not able to confirm if this was defect was related to manufacturing process as cellulose fiber was found on the hole on the catheter. Hence, this defect could have occurred out of the manufacturing facility or during product application.

Event description:
It was reported that there was a hole in the cannula hub of a cathena 22gx1.00in straight bc. No additional information was provided.

Event description:
It was reported that there was a hole in the cannula hub of a cathena 22gx1.00in straight bc. No additional information was provided.

Manufacturer narrative:
The changes are as follows: medical device lot #: 8297527. Medical device expiration date: 2021-10-31. Device manufacture date: 2018-10-24.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a hole in the cannula hub of a cathena 22gx1.00in straight bc. No additional information was provided.